Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-00777and 2134265-2017-00770. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback stopped. The physician tried to initiate the automatic pullback; however, the system failed. Furthermore, it was noticed that the image would not change despite continuous counting. Also, an abnormal sound was heard while doing the pullback. The physician tried to replace the pullback sled but the issue was not resolved. No patient complications were reported.